Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was programmed 2.0 units fix prime with water reservoir; the water did exit the infusion set. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump communicated properly with the blood glucose meter. The drive support disk was inspected and no anomaly was noted. The insulin pump had cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of having high blood glucose of 575 mg/dl and low blood glucose of 43 mg/dl and customer was not sure if insulin pump was malfunctioning. It was reported that customer had been experiencing low blood glucose for three months. Customer's spouse called 911. Customer was taken to the emergency room on (B)(6) 2016. Customer was treated and released from the hospital within three hours. Troubleshooting was performed on insulin pump and customer reported that drove support cap was not even; that one side was more pushed in than the other. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.